Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 945 mg/dl. The customer was admitted to the hospital. The customer was experiencing symptoms of nauseous and vomiting. The customer cause of emergency room visit was diabetic ketoacidosis. The customer was in intensive care unit with insulin drip. The customer was wearing the pump at time of emergency room visit. The customer has changed out his insulin and everything.